Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was intended to be implanted during the endovascular treatment of a 70mm taa. It was noted that the patient had a prior evar with non medtronic stent grafts in 2008 and the limbs of the existing evar were bent/kinked and difficult to transverse. It was reported that during the index procedure the physician was able to push the device slowly, deliberately and intermittently to a point, then it would not advance further. The stent graft was 80mm short of the target which was the lsa. A decision was made to remove the device, upon which it was noticed that the distal portion of the delivery system had visual and tactile bends throughout the delivery sheath which had entered the patient anatomy. A 24fr sheath was placed into the access vessel and advanced beyond the location of the limb bend. Then a different vamf3632c150tu was successfully delivered to the target site with what the physician described as minimal effort. Per the physician the cause of the bends to the delivery system was anatomy related due to the bend/kink in the previously implanted evar graft. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Product analysis: the device returned with the external slider and tip capture release handle in the home position. The graft cover was slightly curved. Bunching was visible along the graft cover over the stent stop and the stent graft. The end of the taper tip was slightly oval in shape. There was no further damage evident to the device. The reported positioning difficulties and deformation in-vivo were confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.